Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell causing damage to the drive support cap and was held together with tape. Customer reported that the drive support cap was sticking out. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had cracked case at display window corner, detached end cap, minor scratched display window and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.